Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level. Customer¿s blood glucose level was over 2.4 mmol/l. It was unknown if customer was using auto mode at the tome of incidence. The insulin pump was searching for sensor signal and after turned off on insulin pump went back to normal. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.